Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved with a 5f mynx control vascular closure device (vcd) after deployment and removal following sufficient time. Additional manual decompression was performed, and the procedure was completed. There was no reported patient injury. The device will be returned for evaluation.